Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the cuff was too big for the patient. There were no patient complications.